Event description:
It was reported that the pump randomly shut off and went into manual mode during testing. During investigation found the damaged air detector which needed replacement. This malfunction makes the event reportable. There are no patient involvement and adverse event reported.

Manufacturer narrative:
The device was initially received with a complaint that the pump intermittently shut off and switched to manual mode during testing. During the investigation, a damaged air detector was identified. This malfunction renders the event reportable. Review of the event log and alarm history could not be completed due to a non-functional usb (universal serial bus) port. Additionally, no 12-month service history was available. Visual inspection confirmed the presence of a damaged air detector. Functional testing was conducted, during which the motor test failed due to the inability to retrieve motor odometer information. The probable root cause of the issue was determined to be the damaged air detector. The allegation reported by the complainant was confirmed. Due to the extent of the damage and the parts required for repair, the device has been deemed beyond economical repair.